Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the buttons on the infusion device do not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanical damage. Due to this, the other buttons do not respond to commands.